Event description:
It was reported that there was a hole in the drill's hose by the connector. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The serial number on the device was not readable so the manufacturer date cannot be determined. The device was received by the manufacturer and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose had a hole in it. The hose assembly was replaced, and add'l preventative maintenance was also performed. The device was returned to the customer.